Event description:
Consumer e-mailed reporting the brush head became detached, broke off, and the brush spins poorly and shot off into her mouth. No injury was reported. (B)(6) 2020 product return identified as oral-b power/power oral care refills/flexisoft/eb17s/brush set/3ct.

Manufacturer narrative:
(B)(6) 2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed reporting the brush head became detached, broke off, and the brush spins poorly and shot off into her mouth. No injury was reported.